Event description:
Additional information was received from the manufacturer representative (rep). Rep confirmed that the zapping was due to patient increasing their intensity too much. The patient was educated on the product. Patient (pt) called back stating they called before because the controller cut off for the whole day and pt got it back on but it keeps cutting itself off when the controller charge was low. When it is below 50% or 40% it starts having problems where it shuts the whole thing off. When screen goes off, pt inserts aas to turn it back on. The screen comes on when pt touches the controller. The battery pack is not depleted when it cuts off. Agent asked if it happens only when charging the implant. Pt said no, it happens without recharger attached. Pt charges the battery pack about every 3 days. The rep told pt to replace the battery pack. An email was sent to repair to replace the controller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated probably last month sometime, their stimulation completely cut off on them. Patient later said it was sometime after october 20th. Patient clarified they were charging their implant, and the controller just went blank and they couldn't get the controller to come back on. Patient then said they were able to get the controller to come on with aa batteries and then reinserted the battery pack, but the stimulation was off for a day. Patient said that since then, they have been getting zapped occasionally (patient mentioned they knew when they sneeze or something, they get zapped, but they would be doing other things as well and feel the zap). Patient also mentioned they had to bump stim up a level because they were feeling pain and did not think stim was doing anything. Patient wanted to meet with a rep to go over stimulation settings. Patient said they contacted the doctor's office already and was given contact info for 4 different reps, but the first rep they texted was in the or so they gave patient another rep's number, who told patient to call patient services first. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). They are arranging a time to meet with her. They were not made aware of the zapping or issues. She wanted to schedule an adjustment on her scs which they haven¿t decided on dates yet.